Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.2mm x 12mm threader balloon catheter was advanced but failed to cross the lesion and it was noted that the balloon was ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.